Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: a review of the receiving inspection (ri) for viper prime nav driver was conducted identifying that lot number mf4418101 was released in a single batch. ¿ batch 1: lot qty of (B)(4) units were released on 27 oct 2020 with no discrepancies. ¿ batch 2: lot qty of (B)(4)units were released on 21 oct 2020 with no discrepancies. ¿ batch 3: lot qty of(B)(4) units were released on 27 oct 2020 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could h the product was returned to us customer quality (cq) for evaluation. The us cq team forwarded the device to the raynham npd spine team for investigation. Visual analysis of the returned sample revealed that the viper prime nav driver had a burr on the proximal end of the square drive. No other issues were identified. The dimensional inspection could not be performed due to post manufacturing damage. A functional test could not be performed as the burr would not allow navlock arrays to be assembled onto the driver. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the viper prime nav driver as it was observed to have a burr on the proximal end of the square drive affecting the device functionality. Impaction of these drivers on the proximal end on the attached handle can cause the ball detents on the inside of the connected handle to damage the proximal connection. While no definitive root cause could be determined from the available information, it is probable that the viper prime nav driver had the burr on the proximal end due to the handling by the user. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? The following drawings reflecting the current and manufactured revisions were reviewed: - viper prime shaft device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during lumbar fusion surgery, the array locked onto the driver while the screw was being inserted into the bone. The screw was being inserted with the power hand piece. Surgery was completed successfully. There was a surgical delay of fifteen (15) minutes. Patient status is unknown. This report is for one (1) navigation enabled instruments viper prime driver this is report 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: initial reporter is synthes sales representative the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.